Event description:
There is no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(6) 2013: the pump was returned for investigation and evaluation revealed a display screen issue that had not been reported by the user.

Manufacturer narrative:
(B)(6). Device evaluation: the insulin pump was returned and evaluated by product analysis on (B)(6) 2013 with the following findings: a dim pink display screen was observed. The original display screen was replaced with a new one and the dimness and pinkness was no longer evident. The keypad cover was peeling off from the base between the okay and up arrow buttons. The up and down arrow, and the okay keypad buttons were intermittent responsive due to key contact misalignment. The contrast button was responsive. The keypad cover was removed and evidence of contamination was found under all key contacts.